Manufacturer narrative:
Redacting initial regulatory report # 2649622-2013-12129 because this lead is a clinical unit and adverse reporting is the responsibility of the clinical affairs dept.

Event description:
It was reported that during an implant procedure after the device pocket was closed, the left ventricular lead had high impedance. The pocket was re-opened and it was noted the lead and device were not completely connected, so the connection was re-made. The lead and device remain in use. It was also reported that the patient was experiencing phrenic nerve stimulation since implant and reports a "jumping" sensation when resting on the left side or bending over. The lead output was reprogrammed and the pacing configuration was changed, however the patient reports continued phrenic nerve stimulation and is scheduled to come to the clinic for further reprogramming. The lead remains in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6935m implantable tachy lead (B)(6) 2013, 5076 implantable pacing lead (B)(6) 2013. (B)(4).